Event description:
The customer returned the colonovideoscope, an olympus asset, with no reported complaint. During device evaluation, white residue was observed in the air water supply cylinder and channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definite root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.